Event description:
During total hip arthroplasty while removing a broach, it caught on the greater trochanter and caused a fracture. Cabling was applied and the operation proceeded without further incident.

Manufacturer narrative:
D4 - instrument lot was not identified. H4 - manufacture date could not be determined because instrument lot was not identified.